Event description:
On november 20, 2015, the following information was provided: the physician stated the following to the district manager during a conversation: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The omnitome's orientation was coming out at an undesirable angle [incorrect cutting wire orientation] and the tome has to be rotated (see medwatch 1037905-2015-00531) after the conversation, the physician performed an ercp with the district manager present. The sphincterotome came out at 9 o'clock [incorrect cutting wire orientation]. The [same] omni-tome was removed and re-introduced and exited at 9 o'clock again (see medwatch 1037905-2015-00532). On december 14, 2015, the following additional information was received: during an ercp procedure on a female patient, when the doctor introduced the fusion omni-tome into the endoscope and once it came out of the endoscope, the orientation of the sphincterotome was off. The orientation was pointing more towards 9 o'clock than 11 o'clock [incorrect cutting wire orientation]. To continue the procedure, the doctor pulled the sphincterotome out and introduced it into the endoscope again. The sphincterotome came out again facing the same direction. The district manager and doctor took the sphincterotome out [of the endoscope] and re-introduced it a third time, and it came out facing 9 o'clock. The handle was rotated to be in closer alignment with 12 o'clock. The doctor proceeded with the procedure and was successful (see medwatch 1037905-2015-00532). The doctor mentioned that the event was not the first time it [incorrect cutting wire orientation] happened (see medwatch 1037905-2015-00531). The cook district manager inquired why the event had not been reported, and the doctor stated that they rotate the sphincterotome to fix the problem. The number of procedures involving incorrect cutting wire orientation is unknown.

Manufacturer narrative:
Concomitant medical products: cook acrobat calibrated tip wire guide (acro-35-260) investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The sphincterotome's orientation was coming out at an undesirable angle [incorrect cutting wire orientation] and the sphincterotome had to be rotated later, the physician performed an ercp with a cook district manager present. The sphincterotome came out at 9 o'clock [incorrect cutting wire orientation]. The [same] omni-tome was removed and re-introduced and exited at 9 o'clock again (see medwatch report number 1037905-2015-00532).